Event description:
A user facility¿s inventory manager reported reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s facility administrator (fa) revealed that an internal dialyzer blood leak occurred 16 minutes into a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was 237ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s inventory manager reported reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s facility administrator (fa) revealed that an internal dialyzer blood leak occurred 16 minutes into a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was 237ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a potted fiber fragment was observed at approximately 260°, with the ports at 0°, on the non-cavity ID end. Under 20x magnification the fiber fragment measured approximately 0.90mm in length. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. The dialyzer was not subjected to a leak test as potted fiber fragments are known to impact the integrity of the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were two approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s inventory manager reported reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Follow up with the facility¿s facility administrator (fa) revealed that an internal dialyzer blood leak occurred 16 minutes into a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine, a fresenius hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was 237ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was returned to the manufacturer for evaluation.